Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a company representative (rep) regarding a patient who was receiving morphine (concentration 10 mg/ml, unknown dose) via an implantable pump for non-malignant pain. Two weeks to a month prior to this event report date, a catheter issue was confirmed, the patient experienced gradual symptoms; the fluid was leaking from the spinal segment where the catheter enters the spine area, there was also swelling and fluid in the pump pocket. A catheter revision was done and the pump was currently programmed at minimum rate. The rep stated that on the day following this report date, or next day, the doctor would increase the dose but for now they would keep it programmed to minimum rate mode, they would also prime the catheter on this report date. The rep thought that maybe the clinic called the manufacturer about this issue previously but did not know that for certain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.